Manufacturer narrative:
D.4. Medical device expiration date: not applicable, this material does not have an expiration date. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 3: it was reported while using bd vacutainer® one use holder, the holder detaches from the vacutainer device; the threading does not engage fully. This occurred with six devices. No adverse impact was reported regarding the patient or user.